Event description:
It was reported that the customer's insulin pump has been acting very strange. The mother stated that her son has had the same routine and same carbohydrates calculations all the time and nothing has changed. The mother stated that his insulin pump is not delivering or delivered too much insulin. The caller stated that once the infusion set is changed his blood glucose drops or goes higher for not reason. The mother did not have the device with her at time of call to troubleshoot. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.